Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contact lifescan alleging that a one touch ultra 2 meter had a calcoding issue. The pt claimed that she was unable to code the meter. The pt indicated that the alleged meter issue started the day before, at 4:00 pm. The issue reportedly occurred again on original date, at 6:00pm. In one case, the pt reportedly developed symptoms of sweating, shakiness, and a rapid heartbeat an hour after the alleged issue began. As a result of the alleged issue, the pt administered self-treatment the day before, at 5:30 pm and the next day on original date, at 6:00 pm by eating more food and/or drink a beverage. The meter issue was resolved with troubleshooting. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia an hour after the alleged meter issue began.